Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure. The procedure date is unknown. According to the complainant, after positioning peg/ pej tube on (B)(6) 2013, the patient prolonged hospitalization at the hospital of trento for pneumonia and peritonitis (treated with antibiotic therapy unspecified) until (B)(6), 2013. Then the patient was transferred to another facility in neurorehabilitation of rovereto and on (B)(6) 2013 the patient was transferred back to trento to worsening of the neurological (patient at times somnolent and other times aggressive). There is no information available for the procedure outcome. Additional information received on (B)(4) 2013 that there was no alleged malfunction of the device: the peritoneal chemical was due to leakage of gastric contents into the peritoneum due to complication of endoscopic procedure. Therefore, the patient's pneumonia was not caused by the peg/j tube. There is no quality issue of tubing as reported by customer.

Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during an unknown procedure. The procedure date is also unknown. According to the complainant, after positioning peg/ pej tube on (B)(6) 2013, the patient prolonged hospitalization at the hospital of trento for pneumonia and peritonitis (treated with antibiotic therapy unspecified) until (B)(6) 2013. Then the patient was transferred to another facility in neurorehabilitation of rovereto and on (B)(6) 2013, the patient was transferred back to trento to worsening of the neurological (patient at times somnolent and other times aggressive). There is no information available for the procedure outcome. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.